Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A nurse reported a patient with dysphotopsia following an intraocular lens (iol) implant procedure. The lens was removed and replaced. There are two medical device reports associated with this event. This report is associated with the left eye.